Event description:
The customer reported that the system displayed a regulator failure error. The system failed to use the x-ray exposure.

Manufacturer narrative:
This MDR is related to ge healthcare. The customer states that their biomedical dept will fix the system. The case was closed.